Manufacturer narrative:
G1.manufacturing site name and address - correction.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to aneurysm enlargement and endoleaks.

Event description:
On (B)(6) 2013 the patient was implanted with a gore® excluder® aaa endoprosthesis stent graft trunk ipsilateral leg component. On (B)(6) 2021 it was reported that during a follow-up visit a CT scan was performed and it showed that the gore® excluder® aaa endoprosthesis stent graft trunk ipsilateral leg component had migrated distally and was laying in the abdominal aneurysm sac. A type 1 endoleak was identified. As reported by the fsa, it appeared that there was little aortic neck left. It was unclear if the device was placed in a short neck to start, or if the aortic neck degenerated and the graft lost its opposition and slipped and migrated, but the patient was observed to have a large aneurysm. According to the treating physician, reintervention is planned. The event is currently ongoing.